Event description:
It was reported to medtronic neurosurgery that during the surgery after the valves had been implanted, flow was intermittent. According to the report, when the physician moved the pt's head slightly, the tubing between the valve and reservoir had kinked to shut off flow. It was reported that this region was reinforced with a small cranial plate before closing the pt.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided.